Event description:
Customer reported to beckman coulter, inc. That there was a leak of unknown substance pooling under the beckman coulter au 5400 clinical chemistry analyzer (au 5400). Customer estimated the au 5400 leaked about 10 ml per minute. Customer reported he was wearing a lab coat and gloves but not protective eye-wear when he noticed the leak. Customer reported they have an exposure control / risk management plan in the place at the facility. Customer reported the au 5400 did not generate any erroneous results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a biological occlusion in the r1-2 reagent transfer assemblies wash well. The fse performed the wash well maintenance in accordance with the au users guide which removed the occlusion from the wash well.

Manufacturer narrative:
Evaluation - results: wash well. The beckman coulter au 5400 clinical chemistry analyzer users guide, states in pertinent parts as follows: "4.5 clean all wash wells ...to maintain the reliability of analysis data, and to prevent samples from being contaminated, clean all wash wells weekly...."

Manufacturer narrative:
Correction: upon further review, beckman coulter, inc. Has determined this event is not an MDR reportable event as there was no malfunction.